Event description:
Procedure type: unk. According to the reporter: the client reports that the balloon burst when inflated, another device was used. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
Date initial report sent: 12/12/2008.